Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector and this issue occurred with three infusion sets. The patient's blood glucose level was between 225-303 mg/dl at the time of all the events. Moreover, the infusion had been used within 4 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.